Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device did not find any evidence of product malfunction or product error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is no deficiency/problem with this product. Stiffness and painful (arthrofibrosis). The primary implant well fixed and no issues.